Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was observed during review of the device's history log. The device was put through extensive testing without duplicating the malfunction. The customer declined repair; therefore the device was returned to the customer labeled "not for clinical use". Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.